Manufacturer narrative:
Major bleed/access site adverse event: the cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
A 58 year old female undergoing pre operative placement for impella 5.5 support, with pre support status consistent with scai stage d, was noted to be thrombocytopenic prior to implantation with a platelet count of 64. The impella 5.5 was surgically placed via the right axillary/subclavian artery. Following transfer to the ICU, the patient developed access site bleeding characterized as oozing from both the cutdown and insertion sites. The patient had received 6,000 units of heparin intraoperatively; however, due to bleeding, heparin administration was held overnight. Hemostasis was attempted using sandbag pressure and 4x4 gauze. Two units of ffp were administered, and estimated blood loss was approximately 0.25 units. Based on available information, the access site bleeding appears most likely related to the patient¿s underlying thrombocytopenia and anticoagulation exposure rather than a device malfunction. The patient continues with impella 5.5 and no device related injury can be confirmed at this time while the patient remains on support.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information received for d6 explant.

Event description:
Additional information was received indicating that the impella device was explanted.